Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported the patient died approximately 6.5 months after device implant. The cause of death has been requested and not received.

Event description:
It was reported the patient died approximately 6.5 months after device implant. The cause of death has been requested and not received.